Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a 6 cm in diameter thoracic aortic aneurysm in zones 3 and 4 approximately 4 years ago. Vessel morphology was reported as the proximal aorta was 39 mm in diameter. Distal aorta was 37 mm in diameter. Right and left iliac arteries were 13-9 mm in diameter. The right femoral artery was 10 mm in diameter. The access vessel was mildly tortuous with no calcification. The aorta was moderately tortuous. It was reported that the patient arrived at a county hospital due to coughing up blood. A distal type ib endoleak with aneurysm expansion was discovered during a CT scan, with the aneurysm now being 7.3 cm. The following day a secondary endovascular procedure was performed (implantation of talent stent grafts) to resolve the aneurysm expansion. The investigator assessment states that the event was found to be related to the study device but not to the study procedure. It was reported that the patient had a hematoma of the left groin, patient suffered atelectasis, the patient suffered atelectasis and the patient was suffering dyspnea upon minimal exertion. The relationship to the device or the procedure is unknown. The patient recovered without treatment. No additional clinical sequelae were reported, and the patient is fine. Films were received and their evaluation was completed. Reviewed cta's; which was 1 week after the secondary procedure which reportedly resolved the endoleak. No endoleak is currently seen. The stent graft follows a very tortuous path, but no obvious stent graft issues are observed. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Event description:
Additional information was received as follows: the investigator assessed the event - anemia / thrombocytopenia as procedure related and not device related. The patient was given 500 cc of blood products (prcb) in one transfusion and recovered.

Event description:
Additional information was recieved as follows: the previously reported pleural effusion event relationship to the procedure was changed from related to unrelated.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: (unknown cause of event). Conclusion: (unknown cause of event).